Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, and or excessive, unusual and/or awkward movement and/or activity. The trunnion must also be free of scratches or defects greater than 0.25mm in height, free of slants, free of broad truncations, and free of crushed ends (see warning #9 for clarification)." Number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 5 of 5 mdrs filed for the same patient (reference 3002806535-2016-00570 / 3002806535-2016-00575 / 0001825034-2016-02675 / 02677).

Event description:
Patient underwent a hip revision due to dislocation and disassociation of the bearing approximately two months post-implantation; the head, bearing and taper were removed and replaced.